Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-11772, related manufacturer reference number: 2017865-2019-11774, related manufacturer reference number: 2017865-2019-11775. It was reported that the patient developed total body infection due to valvular infection. The whole system including the implantable cardioverter defibrillator and leads was explanted. It was noted that the infection started from the valve. Echocardiogram revealed vegetation growth on the leads. The patient was in stable condition and was discharged.